Event description:
It was reported by the affiliate that during a left hemicolectomy procedure, the shear stopped working after 10 minutes operating. The generator signaled "error". Another shear belonging to the same lot was used and the same issue occurred. A new shear from a different lot was used to complete the case with no adverse patient consequences.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device a and device b were returned with the blades scratched and cracked. The devices were tested with a generator and an error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.